Event description:
The customer reported that the zipper body is missing on window side b panels and the material has a tear on the leg frame on the foot side. There was no patient injury reported. Inspection of the returned product shows that the window side b zipper slider body is open.

Manufacturer narrative:
(B) (4). Zipper slider body missing. Results - evaluation of the returned product shows that the window side b zipper slider body is open. Panel side d left leg zipper is stuck. (B) (4).